Event description:
Genesys hta procerva (#1) was placed in the hta machine for the hydrothermal ablation portion of the procedure. The procedure had just begun when the genesis hta procerva device indicated there was a leak. The surgeon repositioned the device, the ablation was started again and again the device alarmed indicating there was another leak. The device was again repositioned and the ablation started for the third time. The alarm indicated another leak. The hta machine only allows for three alarms then shuts down. The failed device was replaced with another genesis hta procerva (#2). The new device was placed in the hta machine. The machine display read "cassette defective." Another genesis hta procerva device was obtained (#3). The third device was placed in the hta machine. The procedure was started again. The hysteroscopy was completed and the ablation started. The temperature of the saline in the uterus reached 80 degrees celsius. It takes 10 minutes for the ablation to take place at this temperature. The 10 minute timer for the ablation had begun. The ablation could be observed on the monitor. The saline in the uterus circulates as it is being ablated. About a minute into the ablation the saline in the uterus stopped circulating. The surgeon then asked if the machine was broken but the machine display screen showed nothing out of the ordinary. After a few seconds, the saline in the uterus started circulating again. A minute later the saline stopped circulating. The screen on the hta machine did not indicate any abnormality. A few seconds later the saline started recirculating again. The saline temp was still 80 degrees celsius. This process repeated itself one more time and then the machine display screen read "cassette malfunction." The screen then read "leave the sheath in the uterus while the saline cools down." The timer continued to count down. The display screen still read "cooling down leave sheath in uterus."the temp on the display screen read 70 degrees celsius. At this point the sheath was removed and the hydrothermal ablation was aborted and an ablation was performed using a cutting loop. Three separate reports being submitted - this is the report for device #2.